Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons did not work on her insulin pump as well as no delivery alarms. Customer¿s blood glucose was 212 mg/dl. Customer states the insulin exited. Troubleshooting was performed for no delivery alarms. The insulin pump will not be returned for analysis.